Manufacturer narrative:
Pump unable to prime during prime/a33 test due to faulty back pressure sensor (gold). Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer stated that she had just completed troubleshooting for the motor error alarm prior to receiving another. Blood glucose level at the time of the incident was 360 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.